Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 10 boxes of bacteria contaminated plates were received. The following information was provided by the initial reporter: customer reported they received contaminated plates 221261 lot#: 2354082 bacteria or fungi contamination colony color? Bacteria.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 10 boxes of bacteria contaminated plates were received. The following information was provided by the initial reporter: customer reported they received contaminated plates 221261 lot#: 2354082. Bacteria or fungi contamination ¿ colony color? Bacteria.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 02/14/2023. H6. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2354082 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2354082. Retention samples from batch 2354082 were not available for inspection. Twenty plates from batch 2354082 were returned as two unopened sleeves shipped in a box with foam padding (time stamps 1943 to 1945). Plates were inspected and 2/20 plates had surface bacterial growth. Affected plates were submitted to the ID lab and pseudomonas fluorescens was identified. Four photos also were received for investigation. One photo shows the side of a sleeve with one plate that appears to have microbial growth. Another photo shows the bottom of a plate from batch 2354082 (time stamp 1944). The third photo features a sleeve label from batch 2354082 for batch verification. The last photo shows the agar surface of a plate with a bacterial colony. This complaint can be confirmed for contamination. This complaint can be confirmed for a torn sleeve and contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.